Event description:
It was reported that the device had a programming mode continuous reservoir volume at 41.8 ml, given: 96.25 ml, air detector was off, upstream sensor was on, and length of infusion 46 hours. The administration set primed using the ambulatory pump. Additional add-on pieces specifically closed system drug transfer device was phaseal optima. There was a needless connector on the end of the IV line. No recent changes in process to new technicians. This event occurred at patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.